Manufacturer narrative:
Evaluation method. The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
The patient's skin irritation was confirmed. The patient reported a sore on the left side underneath the equipment. The skin irritation was described as open and painful. There is no alleged device malfunction. The patient's doctor applied some gauze to the sore. Follow-up indicated that the skin irritation was improving.